Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a malfunction of "broken door"; this condition had the potential to interrupt delivery. This condition was found in the "intermedio" department. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flogard infusion pump with "broken door"; was confirmed and duplicated by baxter personnel. The root cause of this condition was determined to be mishandling. Pump head door with required parts were replaced to correct this condition. Should additional information be received a follow-up medwatch will be submitted.